Manufacturer narrative:
Correction: describe event or problem. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that occlusion sensors were not working appropriately. An administration set was still clamped distal to a pump module, but the pump module did not trigger an occlusion alarm. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had occlusion alarm failure was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that occlusion sensors were not working appropriately. An administration set was still clamped distal to a pump module, but the pump module did not trigger an occlusion alarm. There was patient involvement but the impact is unknown.

Event description:
It was reported that occlusion sensors were not working appropriately. An administration set was still clamped distal to a pump module, but the pump module did not trigger an occlusion alarm. There was patient involvement but no harm.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient health impact information correction: describe event or problem additional information: imdrf annex e, f codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that occlusion sensors were not working appropriately. An administration set was still clamped distal to a pump module, but the pump module did not trigger an occlusion alarm. There was patient involvement but the impact is unknown.